Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -06.50 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to refractive change overtime. The lens was exchanged for another same model but different diopter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/13.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic torn with clear residue on the lens surface. (B)(4).